Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urge incontinence, urinary retention, enterocele, cystocele, rectocele, vault prolapse, urinary frequency and recurrent urinary tract infection.

Manufacturer narrative:
(B)(4) - urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent urethrolysis and cystoscopy due to sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia & vaginal scarring. It was reported that the patient underwent removal of eroded mesh on (B)(6) 2004 along with cystoscopy, urethrolysis and cystourethropexy. It was reported that the patient had periurethral bs durasphere injection on (B)(6) 2004. It was reported that the patient underwent cystoscopy, urethrolysis, removal of periurethral durasphere material, placement of pubovaginal sling on (B)(6) 2004. It was reported that the patient underwent ¿corrective surgery in 2006/2007. It was reported that the patient underwent percutaneous implantation of sacral neurostimulator electrodes on (B)(6) 2012. It was reported that the patient underwent placement of interstim ii therapy full system implant & fluoroscopy on (B)(6) 2012. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.